Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a defective cable, as well as stripes in the picture. There was a delay in the procedure, in which the anesthesia had to be extended by about 15 minutes. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h2, h3, h4, h6, h10, h11. Corrected field: b5 - added when the issue was found, type and name of the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of defective cable was confirmed and found the cable unit was depressed; however, the reported allegation of "stripes in the image" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of cable unit, water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a defective cable, as well as stripes in the picture during preparation for a therapeutic ureterorenoscopy bladder tumor removal procedure. There was a delay in the procedure, in which the anesthesia had to be extended by about 15 minutes. The procedure was completed with the same device. There were no reports of patient harm.